Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching and irritation had occurred while wearing the pod. Patient was prescribed a steroid cream to relieve the irritation. In addition, the patient underwent contact allergy tests, but no allergies were found.